Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation it was discovered the leadless pacemaker (lp) exhibited high capture threshold. The lp was explanted and replaced. The patient was discharged after the procedure.